Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings on the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir a root cause could not be determined and the complaint is unconfirmed.

Event description:
Material no: 382523 batch no.: 8134969. It was reported that before use of the bd insyte¿ autoguard¿ bc shielded IV catheter a newly opened catheter had a strand of black fiber or luer at the tip. The following information was provided by the initial reporter: verbatim: newly opened catheter had a strand of black fiber or luer at the tip.

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA on 2019-04-17 via medwatch # mw5086083. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 382523, batch no.: 8134969. It was reported that before use of the bd insyte¿ autoguard¿ bc shielded IV catheter a newly opened catheter had a strand of black fiber or luer at the tip. The following information was provided by the initial reporter: verbatim: newly opened catheter had a strand of black fiber or luer at the tip.